Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump exhibited cassette not attached properly alarm. No patient injury was reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record (DHR) review was not performed. Service history review identified this device was previously repaired on 04-aug-2022 for bubbled down stream occlusion cover. The replacement of the down stream occlusion (dso) seal can lead to issues with the dso sensor if not correctly performed, but without receiving the device this cannot be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).